Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the pt was trying to get a MRI with scs so they can take it out and put a new one in but their ins battery had been "dead" in charge and would not take a charge for over a year now. The MRI was below the head, and they needed the MRI before april 16th. Agent reviewed MRI guidelines and possible over discharged ins battery. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Pt called back in because they could not recharge the implant. Agent reviewed information and provided the pt with an MRI eligibility form. Patient called back today and got to technical services (ts). Ts addressed pt's questions around MRI when the ins is depleted. Ts re viewed reason for MRI eligibility form and to have hcp fill that out and provide MRI group. Ts reviewed MRI guidelines to better aid pt in understanding next steps and the MRI guidelines. Pt called back and reiterated the ins battery is dead and noted that communication between charger and ins "could not be established". Pt noted that last time they recharged their ins it took about 6 hours to get it 50% charged. Pt reports their healthcare provider (hcp) has completed the MRI eligibility form but the MRI facility won't scan the pt until they have something in writing. Tss recommended facility call ts directly if they have questions. Spoke with patient again. Based on information provided patient stated the pmr was tried for 8 hours and ins would not stay charged. Ts provided information to have MRI facility call and talk to ts to review guidelines. Pt called back stating they needed a manual; agent ordered a manual for pt. Pt said they needed it so they can enter MRI mode. Agent reviewed patient programmer is what they wanted to use. Pt said they could not do MRI stuff and the patient programmer would not allow them to do stuff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.